Manufacturer narrative:
Corrected information: a user facility medwatch report was received on 05 oct 2017; cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray. Investigation - evaluation: a review of the drawing, instructions for use (IFU), manufacturing instructions, specifications, dimensional verification and visual inspection of the returned device was completed during this investigation. The catheter was returned with biomatter present and was separated approximately 97 mm from the tip. The outer diameter of the catheter measured within specification. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each catheter is 100% inspected and verified prior to release. The complaint device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, the patient was a seven year old quadriplegic secondary to cerebral palsy patient with scoliosis and exhibited periods of spasticity. It is possible that the reported event is related due to the patient's condition. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a portion of the cook spectrum minocycline/rifampin impregnated double lumen central venous catheter broke off and was retained in the patient following the attempted removal of the catheter. The patient, who is a spastic quadriplegic cerebral palsy patient with scoliosis, was admitted to the medical center on (B)(6) 2017 for a planned spinal surgical procedure. During the procedure, anesthesia placed a right internal jugular central venous line which was secured with four sutures utilizing the wings attached to the catheter. Post insertion of the central line all ports aspirated, all ports flushed easily and the guide wire was removed intact. The spinal surgery was completed (B)(6) there was an order to remove the central venous line. The physician who removed the catheter first removed the tape covering the line. The physician then reported that they carefully cut the sutures and were never close to the line itself. On pulling the line the physician reported that the expected resistance was not felt. It was then noted that the line was too short, and the upper level was alerted. Vascular surgery was notified. A scan was performed, and it showed that the retained portion of the catheter with the distal tip projected over the superior cavoatrial junction. On (B)(6) 2017 the patient was taken to the or, and under general anesthesia the catheter was removed using a snare technique. The customer has indicated that the device is available for evaluation; however, as of the date of this report, no device has yet been received.